Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported that ¿close door message¿ was reproduced upon attempting to power off the device. A review of the event history log revealed multiple occurrences of "shut door - power off " message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower link switch stuck inside its casing. The lower auxiliary will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed close door during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.